Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. Product evaluation: product review of the air dermatome (B)(4) by flextronics on 24 march 2020 revealed that the unit was in need of repair as the motor speed was low, the unit was out of calibration, the swivel was loose, and the reciprocating arm was worn. Product repair: repair of the device was performed by flextronics on 25 march 2020 which included replacement of the following: motor sleeve, reciprocating arm, motor, swivel, hinge. Additional repair included recalibration (of) the device. Serial number (B)(4), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is not confirmed.

Event description:
It has been reported to the engineering department that the black button of this device was sticking. At evaluation investigation of the product the device was found to have low motor speed, a reportable malfunction. No adverse events were reported as a result of this malfunction. No additional event information available.